Event description:
Pt reported that he is experiencing high blood glucose (248 mg/dl) for a third consecutive day. Pt self-treated high blood glucose by bolusing. Pt stated that device was making a grinding noise a few days ago. Pt feels that device is at fault for high blood glucose. No error messages were generated by device.